Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "I have heard complaints from three implanting physicians that I work with at (B)(6) in (B)(6). They all complain that the stylets that are packaged with crdmleads lose their shape during implant and they have voiced their frustration with this change in the product." No patient complications were reported as a result of this event.